Manufacturer narrative:
A1-a5 patient information was not provided. H11: sorin group italia manufactures the inspire 6f, the event occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report that, at the beginning of the procedure, the reservoir of an inspire 6f oxygenator was blocked and it was decided to change the whole cardioplegia circuit. There is no report of any patient injury.